Event description:
Additional information was provided on 04aug2025 that they were not responding to transition to the left ventricular assist device (lvad) from pump with closing of their chest. They were placed on extracorporeal membrane oxygenation (ECMO) for support and lvad flows coming out of the operating room were 0.0 liters per minute (lpm), pulsatility index (pi) was 8.6, power was 2.8 watts, and speed was 4800 rotations per minute (rpm). They were eventually transitioned to impella rp and off ECMO with only rp and lvad running. The patient was anticoagulated the entire time with heparin. They had multiple ischemic infarcts noted on computed topography (CT) of head. The death was possibly device related with potential clots, but it was undetermined. The device operated appropriately, for 2 days was at 0.0 lpm flow with full ECMO support. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of potential clots in the device was unable to be confirmed through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, stroke, right heart failure, and death, that may be associated with the sue of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred to ancillary facility and placed on extracorporeal membrane oxygenation (ECMO) post-left ventricular assist device (lvad) insertion. Care was withdrawn, and the patient passed away due to a stroke. Whether the outcome was device or therapy related was not provided by the customer. Additional information was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.